Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of elevations in power and corresponding flow was confirmed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported bloody/dark urine and low inr could not be determined. The patient reported bloody/dark colored urine on and off for the past week when seen in the clinic on (B)(6) 2020. Upon review of the patient¿s log file, elevations in power and flow were noted. As of (B)(6) 2020, labs and urine analysis (u/a) were being obtained while the patient was in the clinic. It was reported that the patient was non-compliant with their anticoagulation, with their last inr from (B)(6) 2020 being 1.7. The submitted system controller log file captured transient elevations in power (as high as 13.9 w) and corresponding flow (as high as 12.0 lpm) occurring on (B)(6) 2020 at 15:07:16 and on (B)(6) 2020 at 14:35:47. Of note, these elevations appeared to occur during pi events. No atypical alarms and no additional atypical trends in pump parameters were captured. The pump speed remained above the low speed limit for the duration of the log file. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The introduction of the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic and reported that he had bloody/dark colored urine off and on during the previous week. The patient had no pain with urination and no fevers. The patient had a suspected clot in the past with elevated flows and power levels (reported in MFR. # 2916596-2019-01064). Elevated flow and power levels were noted in clinic upon log file review. Labs and urine analysis results were pending. The patient was non-compliant. The patient's last international normalized ratio (inr) was 1.7 from (B)(6) 2020. The patient takes medication daily and reported no missed doses. A review of the log file noted transient power and flow spikes associated with pulsatility index (pi) events. Technical support noted that the data reviewed did not contain attributes that would lead to suspect thrombus; however thrombus may still be present in the circulatory loop. No other unusual events were noted in the log file.